Manufacturer narrative:
Initial reporter: (B)(6). Upon receipt at our post market quality assurance laboratory, product analysis revealed that the fixation was in good condition and no anomalies were noted.

Event description:
Boston scientific received information that this left ventricular (lv) lead was not working well. Additional information indicated that fluoroscopy was performed which then discovered that the lead had dislodged. The lead was surgically removed. No additional adverse patient effects were reported.